Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Additional information received on (B)(4) 2013 made it possible to obtain product identification for the initially reported "unknown" stem. The stem was identified as being manufactured and distributed by biomet (B)(4). (B)(4). This medwatch can be voided.

Event description:
It was reported patient underwent a hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to a periprosthetic fracture after a patient fall. No further information has been provided to date.